Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected the transfer set from the patient line of the hc set during a dwell cycle without pausing therapy. By the time hp returned the hc machine had advanced into the following drain cycle. Shortly after noting this, hp received the system error message. Hp reconnected their transfer set to the patient line of the hc set. Tsc assisted hp in ending the apd therapy early, hp completed therapy by setting up with new supplies. Per hp, no patient injury or medical intervention was associated with this incident.